Event description:
It was reported by the customer that their insulin pump display screen was frozen and the keypad is unresponsive. Customer stated the bolus amounts continue to scroll on the display screen without user input. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
All buttons functioning properly during testing however, found corroded keypad traces during visual inspection. The insulin pump powered up properly and did not freeze up during the testing. Insulin pump received with normal operating currents and no battery out limit alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case on display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).